Event description:
A no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced dizziness, body pain and a seizure. Customer was unable to self-treat and was treated with glucagon by third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Meter (B)(6)has been returned and investigated. The reader was visually inspected and damaged to usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The usb/charging cable was visually inspected and no issues were observed. Did not observe any opens or shorts .usb/charging cable testing was passed. Visual inspection was performed on the power adapter and no issues were observed. Load tester was used to test returned power adapter. Power adapter passed testing. The returned reader was further de-cased. Extended investigation was performed and observed damaged on the usb charging port. The damage observed to the usb charging port is consistent with incorrect cable insertion .battery was replaced with a known good battery and observed returned reader to turn on. The damage to the usb charging port prevented the battery from charging and is consistent with misuse. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced dizziness, body pain and a seizure. Customer was unable to self-treat and was treated with glucagon by third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.